Event description:
Reporter indicated a vns therapy patient presented at normal office visit with high impedance on a system diagnostic test. No trauma or patient manipulation has been reported. Manufacturer reviewed x-rays and a cause for the high lead impedance could not be determined. The quality of the x-ray prevented the assessment of the lead pin insertion to the generator. Good faith attempts to obtain additional information have been unsuccessful to date.